Event description:
Medtronic received information that following an unsuccessful initial attempt to implant a transcatheter bioprosthetic aortic heart valve, another transcatheter bioprosthetic heart valve subsequently was successfully implanted. Seven days after its implant, a surgical intervention was performed to resolve migration of the device. There was an observation of atrial fibrillation ten days after device implant; there was no reported treatment or intervention for the atrial fibrillation. A transthoracic echocardiogram performed 13 days post-implant showed no significant ECG changes. The patient was discharged 14 days after device implant. The patient's previous medical history included a percutaneous coronary intervention and a balloon aortic valvuloplasty either on the day of the valve implant or sometime in the previous year, and a coronary artery bypass graft approximately 13 years earlier. The information was received from a post-market device implant registry; the date of the valve implant and the details of the original malfunction and subsequent migration were not reported. A separate report has been filed on the unsuccessful initial implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tvt registry the information was received via a third-party post-implant registry (the society of thoracic surgeons/american college of cardiology transcatheter valve therapy (tvt) registry) in a de-identified format, including only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. The available information indicates that the device remains implanted and has not been returned for analysis. (B)(4).